Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02255. It was reported that the patient was experiencing motor stimulation due to the l3 and l4 leads migrated anterior. As such, surgical intervention took place on (B)(6) 2023 where in the l3 lead was explanted and replaced with a new lead. The l4 lead broke and portion of lead remains implanted (reference: regulatory report number : 1627487-2023-01941) which hindered access to implant a new lead at l4. The rest of the l4 lead was explanted. Hence, the procedure was completed with just implanting a new lead at l3. Reportedly, therapy was achieved in l3 area.